Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burn on the plastic distal end cover. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope; chapter 4 operation 4.3 using endotherapy accessories. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although the cause could not be identified from the information obtained, it is possible that high-energy instruments (such as radiofrequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There was no patient involvement.